Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed the customer reported issue of broken light guide lens. Further inspection found the inside of the light guide lens is dirty. Additionally, corrosion was observed on scope connector, control part, el- connector, scope ID due to leakage. The s-cover was found deformed, the ccd lens was broken and no screen is coming out due to damage. Insulation resistance at the tip is out of standards due to scratch of c-cover. The up/down knob is not fixed perfectly due to deformation of fe lever. Liquid leaks on distal end and channel pipe due to damage and scratches. There is a gap at the adhesive part of the ar (a-rubber) and crease at the connecting tube was found. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of light guide lens is broken. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the inside of the lg lens (light guide) is dirty. This report is being submitted for reportable malfunction of inside of light guide lens is dirty found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a likely cause of the reported event is a gap generated at lg (light guide) lens adhesive by physical stress and the dirt entered there or, humidity invaded the device from leakage. The event can be detected/prevented by following the instructions for use which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·operation_ using endo-therapy accessories_ warning -when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. -if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.